Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows nicks, gouges, and dings. Additionally, the dovetail feature is flared and compressed. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Evaluation of the articular surface indicates that the device may not have been properly aligned prior to being inserted onto the tibial tray. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: unknown persona femur. Unknown persona tibial tray. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, the surgeon noticed an irregular deformation on the backside of the bearing and when he tried to implant the device, he was unsuccessful due to the damage. No adverse events have been reported as a result of the malfunction and the surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.